Event description:
It was reported that a high drain alarm occurred on a homechoice (hc) machine after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. Nothing unusual was noted during troubleshooting for the alarm. A swap of the device was initiated. The technical service representative (tsr) discussed using continuous ambulatory peritoneal dialysis (capd) to complete therapy until a new hc arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and analyzed. The event history log review confirmed the presence of the high drain alarm. A short simulated therapy was performed and passed successfully. No abnormalities were identified during internal and external inspection. A check of the pneumatic system found the pneumatic system working to specifications. The device passed all of the functional rite (returned instrument test evaluation) electrical and functional testing. The cause was determined to be one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.